Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dilalysis patient was diagnosed with peritonitis on (B)(6) 2022 and is currently prescribed antibiotics. Multiple attempts to obtain additional information were unsuccessful.